Event description:
This emdr is being submitted for unknown number quantity. Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced leak with multiple infusion set on (B)(6) 2023.the insertion site was abdomen. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA/FDA) action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-mar-2026 and investigation completed on 05-mar-2026 this medical device report(MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from leakage from infusion site (cannula base part/cannula) (specific cause not identified) to insertion site egress - trace moisture / superficial wetness which requires additional activities not included in the original investigation dated 17- jul- 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 03/mar/2026 against "lot number" "5411086" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified) insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 5411086 and the identified failure mode are not associated with any non-conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 03/mar/2026 against "lot number" criteria equal "5411086" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5411086 was manufactured according to work instruction (wi) version 59 and manufactured in the line 6, on 05/feb/2023 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.